Manufacturer narrative:
The field service engineer (fse) found several occlusion errors logged. The customer reported to the fse that the patient was moving around and attempting to pull out the vent. The fse did not find any issues with the device. There were no problems with the device and it remains with the customer and ready for clinical use. Further information has been requested and will be provided if received.

Event description:
A customer reported an esprit ventilator had a safety valve occlusion (svo) error while in use. A (B)(6) year old, female patient with a history of respiratory failure and copd was being ventilated on an esprit ventilator when it had a svo error. The customer changed the circuit and filter twice and the device kept alarming. The patient required manual ventilation until another ventilator could be set up for her. The patient was placed on the alternative device and no harm was reported. The risk manager reported that the occlusions were caused by the patient and patient care as the patient had to be treated for anxiety during the time she was on the ventilator.